Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st. Related complaint for cannula loose on lot # 9281256. A review of risk management document 10000084266, revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle: cannula loose) was captured and addressed appropriately. Investigation summary: customer returned four (4) sealed 32gx4mm bd pen needles from lot 9281256. Consumer reported the non patient end was loose. All four returned pen needles were examined, then tested for attachment and detachment to a test pen injector: all four pen needles were able to attach and detach properly. Furthermore, all four pen needles were able to expel properly after being tested for flow using the test pen injector. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was loose. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: 320550 batch no: 9281256. It was reported that non patient end goes onto the baslagar pen loose. Tried 2 pen needles from this box. They worked for the flow check and injection. Just felt the non patient end was loose and not like the bd nano orig pen needle.